Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter a clot formed on the tip of the catheter during use. Flushing of the catheter was tested prior to use and the catheter was connected to the flush line and inserted into the patient. Four basket ablations of the left superior pulmonary vein (lspv) took place and then the physician saw a blood clot was stuck to the end of the catheter inside the patient. At this time the activated clotting time (act) was at 380 and more heparin and integrins were administered. The clot was under observation at this time and grew smaller until it eventually disappeared. At this time the catheter was removed from the patient and double checked, along with the sheath, for additional clots. No further clots were found so the original catheter and sheath were used to complete the procedure, and no patient complications occurred. The physician reported the flow rate for the catheter's irrigation had been 3ml/h during the procedure. The catheter is not expected to be returned as it was disposed of by the facility.